Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized due to ongoing elevated blood glucose (bg) level ranging from 486-613 (mg/dl) and diabetic ketoacidosis (dka). Reportedly, the hospital staff believed the pump was malfunctioning. The customer stated the cause of the elevated bg level was unknown. The customer was admitted to the hospital on (B)(6) and received insulin and fluids intravenously. The customer was released from the hospital on (B)(6). Review of pump data logs and a pump system check were performed and no device issues were identified.